Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00736. Reference MFR report: 3008829311-2017-00737. It was reported the patient's axiom neurostimulator system was implanted on (B)(6) 2017. The patient was admitted to the hospital for pneumonia and fever. The issue was reportedly resolved on (B)(6) 2017. The patient is part of the (B)(6) clinical study.